Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No unlocked lcd keypad connector. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s current blood glucose level was 62 mg/dl at the time of the incident. The customer states was changing the reservoir when pump alarmed motor error. The customer states the pump alarmed motor position encoder error when they tried to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.